Manufacturer narrative:
Per the clinic, a revision surgery was performed on (B)(6) 2020 where original magnet was successfully pushed back into the pocket of the implant. This report is submitted on may 25, 2020.

Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as per manufacturer's instructions. Surgery to replace the magnet is planned but has not taken place as of the date of this report.